Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just started a new pump today and that she was walking down the street and had a severe low blood glucose of 35 mg/dl. She said that she checked her sensor glucose and it was 112 and she treated with food and feels okay now. The customer said that she is calling because she wants to know why she was not able to calibrate the 35 mg/dl. Her blood glucose is now 415 mg/dl and said that she tried calibrating with a pump bolus. The customer was advised that she can only calibrate blood glucose between 40-400 mg/dl. She wanted to know if she could just put in a blood glucose of 399 mg/dl. The customer was advised that if she puts in a false reading, she will get a calibration error. She was advised about her high and low settings and explained about some of the features in the pump. The customer declined troubleshooting for both her high and low blood glucose. The insulin pump will not be returned for analysis.